Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken edge on the posterior and radius, crease fold, and a portion of the shell was missing (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a broken sharp edge. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a broken sharp edge pattern on the posterior assessed as an unidentified (tear) opening, and a portion of the shell was missing assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.